Event description:
It was reported that while unpacking a 2.50x12mm liberte bare stent from the box, the stent was dislodged from the catheter. The problem was noticed prior to patient contact. The procedure was completed with another liberte bare stent. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.